Event description:
The following information was previously reported in manufacturer report # 3007566237-2016-01841 but was identified as pertaining to this event. Any additional information received regarding the grand mal seizure the patient experienced in 2010 will be reported in this manufacturer report. [Information was received from a consumer via a company representative regarding a patient receiving baclofen (brand, concentration, dose, and lot# unknown by the reporter) via an implanted pump. It was reported that at one day after the pump change 5 years ago, the patient had a grand mal seizure, totally limp, and slurred speech that was fixed by backing off on the dosage.]

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (lot number, concentration, and dose unknown) via an implanted pump. Indications for use were listed as head/brain injury and intractable spasticity. On (B)(6) 2010 the patient had a pump change out. On (B)(6) 2010 the patient had a grand mal seizure. Drug information, other medications the patient was taking at the time of the event, medical history, diagnostics performed with results, actions/interventions taken to resolve the event, and the cause of the event were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.